Event description:
The patient underwent a procedure in the cath lab. During the procedure, the pink border referencing a "disconnect manager" problem showed up. During this situation, the case is supposed to store on the local database until the system reconnects and then information will transfer. When the monitor tech went to preview the case, the majority of the documentation was missing. Mckesson is unable to restore the report. This does not affect the images or the physician's dictation. It strictly affects the procedure report. The ancillary application team will supply the vendor's information. No harm to the patient.